Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was used to treat a lesion in the 3mm, moderately calcified, 90% stenosed anterior tibial artery (at). Treatment was performed from proximal to distal. Upon removal of the oad, the tip of the driveshaft was observed to be damaged, with the potential that material may have worn off the device. Visual observation confirmed driveshaft damage. It is unknown if any driveshaft fragments remain in vivo. The patient was stable.

Manufacturer narrative:
The oad was returned to csi without the guide wire. Visual analysis did not observe fractures on the driveshaft. Further investigation revealed adhered biological material on the driveshaft at the distal edge of the crown. No damage was observed that could have contributed to the accumulated biological material. Diagnostic analysis identified a stall event at the end of the procedure with glideassist activated. It was unable to be determined if the stall was related to the reported complaint. The cause of the stall was inconclusive. As the guidewire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).